Event description:
It was reported that approximately one year and three months post port placement procedure and upon CT examination, the catheter of the device was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in common device name and date manufactured by MFR. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, material separation, and fluid leak and the identified deformation and worn issues, as a complete circumferential break was noted on both the proximal and distal end of the catheter that was elliptical in shape. Both the surface of the proximal and distal end of the catheter appeared to be finely granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and three months post port placement procedure and upon CT examination, the catheter of the device was allegedly found to be broken. It was further reported that saline solution leaked in a subcutaneous tunnel. Reportedly, the distal catheter segment and the port body were removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break and the identified material separation, deformation and worn issues, as a complete circumferential break was noted on both the proximal and distal end of the catheter that was elliptical in shape. Both the surface of the proximal and distal end of the catheter appeared to be finely granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device) h11: e1, h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year and three months post port placement procedure and upon CT examination, the catheter of the device was allegedly found to be broken. There was no reported patient injury.